Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. The patient was hospitalized for the events. Treatment was not reported. Outcome was not reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13c25022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).